Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 248-423 mg/dl with ketones. Insulin injections were used to address the bg level. However, after the last occlusion alarm, the customer purposely over-bloused as the customer preferred to treat the low bg level. The bg level dropped from 423 to 55 mg/dl, food and juice were used to treat the low bg level. The customer noted that the vial of insulin was cloudy and the supplies on the pump were changed.